Event description:
A surgeon indicated a cmf distractor was not working properly when the family activated it. Upon examination by the surgeon, it appears that the outer sleeve of the flexible extension arm separated from the inner sleeve of the arm. The pt was taken back to the operating room and the flexible extension arm was replaced with a rigid extension arm.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.